Event description:
During the lead revision procedure, the surgeon had difficulty removing one of the leads due to scar tissue. The surgeon cut the lead and the remaining portion was left implanted in the patient. The patient is reportedly doing well.

Manufacturer narrative:
The explanted materials will not be returned for evaluation, as they were kept by the patient. This is the final report.